Event description:
It was reported that during an ptca/stent procedure the balloon catheter was used to post deploy a stent. At 10 atm the balloon popped open to fully deploy the stent. Upon deflation the balloon would not deflate. The pt started to experience st elevations so the balloon was inflated to 30 atmospheres in an unsuccessful attempt to rupture it. The pressure was reduced to 24 atmospheres and then quick negative pressure was applied which deflated the balloon. The pt's EKG was restored to normal.